Manufacturer narrative:
Additional information was reported stating the device was swapped out and the volume infused correctly on the replacement pump. H10: the user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted. Corrected information h6: previously reported device code a160102 is replaced by a160105.

Manufacturer narrative:
The product code was reported as 35700. Initial reporter facility name: (B)(6). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not infusing adequately during therapy (medication, dose, programmed amount and delivery rate unknown) in the medical intensive care unit. It was reported that the patient was intubated and was having many periods of agitation while on dexmedetomidine drip. The nurse kept adding volume on the pump but the volume was not decreasing in the bottle. Additionally, the pump volume would read zero (0) but volume in the bag remained unchanged. The patient outcome was not noted. No additional information is available.